Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 245 mg/dl. Troubleshooting was performed. The alarm history revealed several no delivery alarms. Ran a high pressure test and fixed prime test. The device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.